Event description:
The user reported that the gauge on the inflation device would not respond to applied pressure and that fluid leaked from the device. The user noticed this after inflating the balloon. The inflation was discontinued and the inflation device was used to deflate the balloon. Another inflation device was used to successfully complete the procedure. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. A f/u report will be submitted when the investigation has been completed.